Manufacturer narrative:
Concomitant medical products: tibial augment block 1/2-sz 3 11mm llrm (cat# 204-63-89 / serial# (B)(4)); tibial augment block 1/2-sz 3 11mm rllm (cat# 204-63-88 / serial# (B)(4)); three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)); stem extension 80l x12 mm (cat# 204-32-08 / serial# (B)(4)); cc posterior fem augment sz 2, 5mm (cat# 208-07-02 / serial# (B)(4)); cc stem ext adaptor 5 degree (cat# 208-09-05 / serial# (B)(4)); trapezoid tibial tray sz 1f/3t, 2f/3t (cat# 204-04-23 / serial# (B)(4)); cc femoral sz 2 (cat# 208-01-02 / serial# (B)(4)); fluted stem extension 80l x 14 mm (cat# 204-34-08 / serial# (B)(4)); cc distal fem augment sz 2, 5mm (cat# 208-05-02 / serial# (B)(4)); cc distal fem augment sz 2, 5mm (cat# 208-05-02 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three years post tka, patient had a revision for an unknown reason. Cc insert with > 5-years at implantation but out of scope for the pe liner issue. No additional information available.

Manufacturer narrative:
(H3) as reported, approximately three years post tka, patient had a revision for an unknown reason. Cc insert with > 5-years at implantation but out of scope for the pe liner issue. No additional information available. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.